Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operative a pacing lead dislodged several times during an attempt to implant it. It was difficult to place the lead. The lead could not be firmly fixed. After the tail of the lead was rotated several times, the tip of the lead could not be fixed to the myocardium. Test parameter thresholds were high. The lead was removed and replaced. No patient complications have been reported as a result of this event.